Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient's urine was tested x2 on the medline hcg urine cassette and produced a negative result x2. Confirmatory bloodwork was performed on the same day and produced serum quant= 84 miu/ml. An at home pregnancy test was also performed and provided a positive result. The patient was prescribed medication based on the negative rapid results. It is unknown what medication the patient received. No adverse patient outcomes were reported. No further information would be provided. Troubleshooting was attempted with the customer. The customer was not receptive.

Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with qc cut-off standards (25 miu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.